Event description:
Caller states that the trach that was placed in the pt on (B)(6) 2012 and started to leak air on (B)(6) 2012. The caller reported that the tube will not be replaced until (B)(6) despite the leak. As of (B)(4) 2013, we have not rec'd info indicating the tube was replaced. Covidien has made an attempt to contact the customer for add'l info.

Manufacturer narrative:
The caller indicated that the sample associated to this report is expected to be returned to the mfg site for analysis, but has yet to be rec'd. If the sample is rec'd a summary of the sample analysis will be provided in a supplemental report.